Manufacturer narrative:
H6: torn isolator. Eval summary: the hand piece was returned with a loose mount. It was tested on a generator and an error code 3 was noted. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument.

Event description:
It was reported by the affiliate that prior to an unk procedure, the handpiece when attached to the generator gave a hand piece error code 3. The rep checked the hand piece and confirmed that the error code 3 had occurred, not noted how case completed. No pt consequence.